Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings, section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The complainant reported that following impella cp implant, distal perfusion to the impella leg was absent. A distal perfusion sheath was placed to restore flow to the limb. As support continued, ongoing suction alarms appeared. An ultrasound showed a large pericardial effusion and a perforation was suspected. Upon pulling the impella back, the pigtail appeared to be caught on a structure and straightened. When it came free, the effusion continued to reaccumulate at a faster rate. The family made the decision to withdraw care and the patient passed. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
Ventricle perforation: clinical details note that a large pericardial effusion was found after the patient had gotten more unstable with very low pulsatility, decreased flows, and suction alarms. It is unknown when the effusion began. The effusion kept reaccumulating even after drainage, signaling a rv or lv perforation. The impella pigtail appeared to be caught on a structure, which became free after pulling the pump back. The timing of the repositioning is unknown. The effusion reaccumulated at a faster rate after this and flows began decreasing again. Clinical details noted that it was difficult to rule out the impella as the cause of the perforation since impella insertion was the only procedure performed this day; however, clinical detail also notes the infiltrative myocarditis may have made the lv tissue more friable. Data log review showed no positioning alarms. The returned product did not have any cannula kinks. The root cause of the ventricle perforation was not determined since insufficient clinical details were provided. Low pump flow: clinical details note the patient had gotten more unstable with very low pulsatility, decreased flows, and suction alarms before a pericardial effusion was found. Flows continued decreasing with more suction alarms as the effusion kept reaccumulating. The impella pigtail appeared to be caught on a structure, which became free after pulling the pump back. Data log review showed low pump flow during the entire case at different p-levels. It also showed downward trending placement signal and decreasing motor current with stable p-level. There were several suction alarms but no positioning alarms or motor current spikes. The returned product did not have any cannula kinks. There was small biomaterial in the purge gap. Low pump flow was not reproduced with the returned product. The root cause of the low pump flow was most likely patient condition related as the patient was unstable during support with very low pulsatility and pericardial effusion based on clinical details and data log review showed downward trending in placement signal. Limb ischemia - reversible: clinical details state distal perfusion to impella side leg was absent confirmed by ultrasound. The treatment team decided to place distal perfusion sheaths, which restored flow. Limb ischemia can occur during impella support. When making a determination as to the cause of the limb ischemia, the following clinical information is necessary: patients pre-morbid condition and peri-procedural condition. Any concomitant medication. Vascular size or variations thereof. Detailed description of the symptoms experienced by the patient. Physical examination findings, including pulse assessment and visual examination of the affected limb. Diagnostic imaging results, such as doppler ultrasound, angiography, or magnetic resonance angiography. Laboratory test results, including blood tests for markers of inflammation or clotting disorders. Any relevant information about risk factors for peripheral arterial disease, such as smoking, diabetes, or hypertension. Patient's response to previous treatments or interventions for vascular conditions with a returned impella, the max od could be assessed to ensure it is within specification. The product could also be evaluated for any burrs or sharp edges. Additionally, the clinical information above would need to be considered in the context of the returned product. To determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.